Event description:
It was reported that during routine preventive maintenance, the pump exhibited an issue during the occlusion test. Instead of the plunger retracting as expected, an audible pop was heard and the plunger stopped abruptly, displaying a ¿travel course error¿ message. There were no patient involvement and no injury reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.